Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, the device¿s cartridge was not able to fire. The physician was unable to press the green button. New device was used to complete the case. There was no injury caused to the patient and no medical intervention was required.